Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for light treatments following cataract surgery, and the lens was not functioning properly. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/1/2021. The lens was not saved after explant. The site discarded the lens.

Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for light treatments following cataract surgery, and the lens was not functioning properly. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/1/2021.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for light treatments following cataract surgery, and the lens was not functioning properly. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/1/2021. Device history record for the lens was reviewed. No issues were noted. The lens has not yet been received for evaluation.

Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for light treatments following cataract surgery, and the lens was not functioning properly. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/1/2021.